Event description:
The following was reported: optical breakage during the itv. The surgery had to be postponed and a prolonged hospitalization was required. Therefore, the case is deemed reportable.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).